Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was ripped off the mucosa, which caused increased bleeding. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device noted that the catheter was stretched at the proximal section and the capsule was smashed into the bushing. The arms of the clip were closed and the tabs of the capsule were locked. The yoke was separated from the distal end of the control wire. The handle was also found partially disassembled with the proximal end of the core wire exposed and severely kinked. This failure is likely due to encountered anatomical and procedural factors and/or the manner as the device was handled and manipulated during the procedure which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was ripped off the mucosa, which caused increased bleeding. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be stable.